Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, sinus infection, respiratory irritation, headache, irritated eyes, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sep 05, 2024 and section h11 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, sinus infection, respiratory irritation, headache, irritated eyes, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected the device externally and internally, observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Manufacturer was able to confirm the presence of degraded sound abatement foam in the device. They also observed high pitch blower whine. Broken ui (users interface) knob. Missing air inlet filter. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had significant dust-like and hair like contamination all over the top of it especially near the ui (users interface) knob area. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like and hair like contamination in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Dust-like and hair-like contamination on sound abatement foam. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was unable to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.